Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface console was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the remote user interface joystick on the 9800 system would not work during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.